Event description:
The md was placing the endoplege coronary sinus catheter. The md did the usual prepping of the catheter and noted that everything was normal. He then insert the catheter through the introducer and positioned it properly in the coronary sinus. When using fluoroscopy and contrast injection, they noted that the contrast was not staying in the balloon, and that the balloon had ruptured. They removed the catheter and proceded to used a new one without any further events.

Manufacturer narrative:
Device received from customer and is currently under evaluation.

Manufacturer narrative:
Evaluation: colored water was introduced into the balloon lumen and it is noted that the distal balloon bond has delaminated and there is a fluid path through the bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there are no defects detected with the device shaft. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history review was performed and there were no nonconformities found during the manufacturing of this device. Edwards has opened a CAPA to determine the root cause investigation of the distal balloon bond delamination. Trends will continue to be monitored on a daily basis and if further action is required, appropriate investigation will be performed.